Event description:
The patient claimed the animas insulin pump has a load step issue. When she inserted a cartridge with 100 units of insulin, it took 13 units to prime the pump with a 23 inch tube. The patient felt that the amount of insulin the pump system requirement to prime should be much less than the reported 13 units. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no evidence of a load step malfunction or of any unusual prime issues. A loss of prime with zero force was observed on (B)(6) 2012 but was found to be associated with a cartridge change. The pump powers on normally. An ezprime operation was performed with no issues. There was no damage observed to the force sensor or the power circuits, and the force sensor was found to be within calibration. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.